Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported "when introducing the locking cap, with the right technique, the system failed. The cap would not fit in." The surgery was completed using a spare device that functioned correctly. The surgery time was not extended for more than 10 minutes due to this issue and no additional anesthesia was administered. Additional information was requested by integra.